Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported following the intraocular lens implantation the patient had experienced glare and halos and visual distortion. Hence the les was explanted in a secondary procedure. The clinical reason for the explant was asthenopia. The lens was replaced with a monofocal lens. Additional information has been requested and received stating that the patient was unable to perform normal activities due to poor visual acuity. The lens was also opacified. There was no harm to the patient.